Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient had a stoma site infection. The patient applied zinc oxide and took oral cephalexin. The patient reported that the infection was getting a lot better after taking the antibiotics.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned. Therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.